Event description:
It was reported that the user experienced progressively rising blood glucose after a cartridge and infusion set change, then discovered insulin inside the cartridge chamber with the cartridge noted as wet and suspected leaking; the user removed the supplies, replaced all components, and blood glucose began to decline, with a highest value reported over 400 mg/dl and approximately four hours above range. Symptoms included hyperglycemia without associated dizziness, loss of consciousness, or other acute complications. Outcomes included self-stabilization without medical intervention, hospitalization, ketone testing, or use of backup therapy. Investigation included complaint intake and review of device use details related to a reported cartridge leak with the cited lot number and infusion set style. Investigation of this case revealed a suspected cartridge leak leading to interrupted insulin delivery and resultant hyperglycemia, with function restored after full replacement of supplies. It was concluded, based on previously established findings for similar reports, that the cause was a suspected component integrity or connection issue consistent with a leaking cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.